Event description:
Three days post closure procedure, a non-occlusive thrombus extension from the occlusive gsv thrombus was detected in the cfv. The pt reported a mild pain. The pt was hospitalized for 1 day and was placed on anti-coagulation therapy including heparin, lovenox, and coumadin. At time of last follow-up in 2004, the pt was asymptomatic.